Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient developed a hematoma post-operatively and lost sensation in their legs. The device was removed and the patient is recovering.